Manufacturer narrative:
Based on the limited information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported hernia. As reported the patient was noted have a stretched muscle, is it unclear what effect this would have on the repair. At this time, the patient's doctors are not certain if the hernia is a recurrent hernia or a new hernia. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2010 the patient was implanted with a davol perfix plug to repair an abdominal hernia. As reported approximately 6 months later, the site of the repair began to bulge and has increased over time. The contact reports an ultrasound was performed and a hernia was found. Also reported is that the muscle in the area has stretched. At this time, there has been no treatment and surgery is not planned; the patient is being monitored by his doctor's. The contact stated that the doctor has not attributed the problem to the device, and does not know the cause of the hernia. The doctor's are not sure if it is a recurrence or another hernia, but it is in the same place as the prior repair.